Event description:
Impella 5.5 was inserted via surgical access in a patient of 57-year-old male for a pre-operative support indication. The patient's comorbidities were not provided. The patient's clinical state prior to initiation of support was society for cardiovascular angiography and interventions shock stage e. During support, there was concern for hemolysis based on a documented decrease in hemoglobin from 12 grams per deciliter to 8 grams per deciliter over a 24-hour period and an elevated lactate dehydrogenase level of (B)(4) units per liter. No blood was observed in the urine. The device was running at p-level 7 without any reported alarms or suction events. Chest x-ray imaging demonstrated appropriate device positioning. Additional concern was raised for possible heparin-induced thrombocytopenia, as platelet count decreased from 363 to 186 following initiation of support. The patient had received heparin infusion the night prior to support initiation in the setting of intra-aortic balloon pump placement and during the impella 5.5 insertion procedure; however, no heparin infusion was continued post-operatively following the observed platelet decline. There was a note that the patient was switched to bivalirudin as a precaution. Troubleshooting actions included recommendation for echocardiographic evaluation to confirm device positioning, blood products given, as well as clinical guidance to assess volume status and cardiac recovery with consideration for reduction of device performance level. The impella 5.5 device was subsequently repositioned. Anticoagulation management was adjusted, with the care team transitioning to bivalirudin as a precautionary measure due to concern for heparin-induced thrombocytopenia. The patient remained on bicarbonate purge. Following these interventions, lactate dehydrogenase and hemoglobin levels stabilized, and there were no ongoing concerns for hemolysis. No alarms or suction on p-level 7. Patient remains on support currently on day 9.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d10(concomitant med products). The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5. Additional event description added. H6. Health effect - clinical code, hemolysis e0303 removed.

Event description:
Additional information reports that the hemolysis resolved with standard troubleshooting.